Manufacturer narrative:
Upon receiving additional information, the surgeon reported that the patient is doing well and vision is 20/25. The capsule exhibited some zonular weakness and was replaced with an intraocular (iol) from another company. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b: unknown/ asked but not available. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the multifocal lens (iol) was explanted due to contraction issues. The iol was the correct model and power, but the patient had complaints of halos and ghost images, possibly indicating a peripheral capsular tear or zonular dehiscence. The physician observed these possibilities. The lens was removed and replaced during a secondary surgical procedure with an unknown iol. The patient mentioned experiencing blurry vision and the outcome is yet to be determined. No other interventions have been needed. No further information was provided.